Event description:
Patient called to report that he received a replacement battery cap from medtronic. He stated that as part of a recall his current battery cap was defective due to an incomplete power connection issue. He said he had replaced his battery cap with the new one he received.